Event description:
Information received to notify smiths medical, three models of cadd-legacy plus pump was under infusing. Attachments reveal the drug 5fu was being infused and no patient adverse event reported. Unknown exact volume of under infusion, as response indicated not applicable on two pumps but on cc -404860 revealed 11 millimeters. The under infusion was revealed when the patients returned. Infusystem inc. Reported investigation of pumps will be done there if necessary.